Event description:
On (B)(6) 2015 customer claims the bh came off the handle while brushing, causing the metal stem to chip her tooth.

Manufacturer narrative:
Phone and email are invalid, letters were issued to consumer to return contact, without response.